Event description:
Additional information received reported the patient had an appointment with their healthcare professional next week to discuss the elective replacement indicator (eri). The reporter asked which side of the body the ins on the right side controls.

Event description:
It was reported the patient started shaking the night prior to this report. The patient checked the implantable neurostimulator (ins) on the left side and it said on and okay. When the patient checked the ins on the right side they saw an elective replacement indicator (eri) message. The patient saw the eri message last night and again on the day of this report. The patient was fine when they saw their healthcare professional (hcp) a week prior to this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-04017.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387s-40, lot# va0g0vp, implanted: (B)(6) 2014, product type lead. Product ID 37085-60, serial# (B)(4), implanted: (b)6) 2011, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. Product ID 3387s-40, lot# va0706j, implanted: (B)(6) 201, product type lead. (B)(4).

Event description:
Additional information received reported the patient was not able to adjust stimulation. An elective replacement indicator (eri) message was displayed on the patient programmer. The implantable neurostimulator (ins) was being replaced on friday for normal battery depletion. At the time of this report, the patient was having an electrocardiogram, but a reading could not be done because the ins was on and it needed to be turned off. After troubleshooting, the patient was able to clear the eri message and turn the ins on and off.